Event description:
It was reported that the transmitter would not power on due to a burnt power adapter. The transmitter was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The field complaint of a no power issue caused by a burnt power adapter was verified. The visual inspection revealed burn damage to the plug adapter of the ac power adapter and one of the prongs was gone. There was no visible burn or physical damage to the outer plastic housing of the transmitter. After opening the ac power adapter several no burnt components were observed on the main circuit board, or to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet melted the plug adapter causing the no power issue.

Manufacturer narrative:
Correction: g2 - report source was updated to reflect that the company representative box was checked.